Manufacturer narrative:
Additional information provided. Three (3) I/a bent tips were received and a visual assessment of the returned samples was performed per manufacturing assembly procedure, under 100x magnification. There were no visual nonconformities observed. All three samples were determined to meet inspection criteria as acceptable. No functional tests are performed for intrepid I/a tips. The intrepid I/a bent tips was manufactured on september 25, 2018. There were 1858 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The samples were found to meet visual specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that six of the irrigation/aspiration bent tips, of the same lot number, were snagging and not flowing well. The tips were switched out with a different lot and the issue was resolved. The surgeon was able to complete all surgeries without any patient impact. Only three tips are available for evaluation.